Event description:
It was reported that during a laparoscopic cholecystectomy, the clips did not close together, but rather misaligned. The case was completed with a same like device. There was no pt consequence.